Event description:
The lay user/patient contacted lifescan on july 24, 2006, and alleged that her one touch ultra meter was giving the apply sample message. The medical affairs specialist called and spoke with the patient the next day, who provided additional information. The patient had received the subject meter from lifescan sometime the month before. The meter worked "fine at first". About 2 weeks ago, the patient was not able to test on the meter due to getting the apply sample icon repeatedly. On event day, the patient was weak, nervous, shaky, and was having "vision problems". She visited her doctor the same day and was tested on the doctor's meter with a result of 183 mg/dl. She was given an oral medication (1/2 pill) there and felt better. The doctor also advised her to increase her regimen to 1 pill twice a day. Prior to going to the doctor's office, the patient had attempted to test, but was not able to obtain a result due to the reported issue. At the time of troubleshooting, it was verified that the patient's testing techniques was correct and that the test strip was drawing the sample into the test area. However, when asked to test with a new test strip, the issue persisted. The complaint is reported because the apply sample issue was not resolved and the patient was unable to obatin a result during the time of concern. The patient has symptoms which she claims were better after taking extra medication. The patient informed the mas that she already recieved the new replacement meter this morning and tested her blood glucose on it with a result of 113 mg/dl, with no symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.